Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4).. The brand name of the subject device is caravel mc, which is distributed as caravel in the us. Therefore, the brand name in d1 is caravel mc as indicated in the package label of the subject device. Accordingly, the model number in d4 is crv135-19m as indicated in the package label of the subject device instead of that of the device (crv135-19p) distributed in the us. The reported caravel mc microcatheter was returned for evaluation with its distal tip missing. Microscopic observation of the torn end of the returned microcatheter found multiple circumferential cracks due to tensile stress. Measurement of the returned caravel mc microcatheter suggested that the microcatheter was torn at approximately 2mm from the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress exceeding the product design limit might have been applied on the tip of the caravel mc microcatheter while the catheter tip was temporarily trapped due to the lesion and/or anatomical conditions. Consequently, the catheter tip was separated. Although it was concluded that this event was not attributed to product quality, catheter fragment remaining in patient anatomy was considered an adverse event and therefore reportable. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi caravel mc microcatheter was used during stenting for a moderately calcified 75-90% stenosis in the mid left circumflex artery (lcx). After the treatment, an about 2-mm-long foreign object was observed in the peripheral vessel on the angiogram. When the used caravel mc microcatheter was confirmed, no visible damage was observed. The intended treatment was completed and the microcatheter was removed. It was informed that the patient was fine without any issues after the procedure.